Manufacturer narrative:
No report of device explantation.

Event description:
Patient's spouse reported patient started having a burning sensation around ipg battery about 3 months ago. Patient is also getting jolted by security devices in stores. Spouse reported the burning and jolting happen whether the device is on or off. A follow-up report will be sent if additional information is received.